Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts advised her to replace the column and prime column and check rt (retention time). Customer reported that reinstalling the filter and tightening the wingnut better resolved the fluctuating rt's. The most probable cause of the reported event was filter housing not screwed on tight.

Event description:
On (B)(6) 2016 the customer reported suspect flags and check peak flags on sa1c with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.